Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed performance testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. However, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2021, the lay-user/patients father contacted lifescan (B)(4), alleging that the patients onetouch verio iq meter read inaccurately high compared to another device. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the alleged meter inaccuracy occurred on (B)(6) 2021 at 6:15 am when the patient obtained an alleged inaccurate high result of 230 mg/dl with the subject meter. The patient manages his diabetes with a combination of insulin (tresiba 16 units daily; novorapid 16 units with meals) and adjusts the dose based on meter results. In response to the elevated result, the reporter claimed the patient administered an extra 4 units of tresiba and an extra 2 units of novorapid then developed symptoms of very weak and cant talk better. The reporter claimed they gave the patient sugar as treatment for the symptoms and contacted emergency medical services (ems) for assistance. On arrival of ems, the reporter claimed the patients blood glucose tested 50 mg/dl on the ems device. The time difference between the reported readings was 30 minutes or less. The reporter indicated the patient felt better 45 minutes after the arrival of ems. No additional treatment was reported. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the test strips associated with the complaint had expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after administering insulin based on an alleged inaccurate high result obtained with the subject meter.